Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned and x-rays and medical records were not made available to the manufacturer due to hospital policy. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: ¿knee clicked, knee gave patient pain intermittently.¿